Event description:
A report was received that the patient was experiencing pocket site tenderness and pain. The patient was prescribed with pain medications.

Event description:
A report was received that the patient was experiencing pocket site tenderness and pain. The patient was prescribed with pain medications.

Manufacturer narrative:
A good faith effort was made to follow up with the patient's status but was unsuccessful.

Manufacturer narrative:
(B)(4): additonal information was received that the pain medication was given for pre-existing pain.

Event description:
A report was received that the patient was experiencing pocket site tenderness and pain. The patient was prescribed with pain medications.